Event description:
Stapler was used several times without incident. Then a green load was fired and it partially stapled and stopped in the middle. There was no bunching of tissue or firing across other staple lines. The message on the screen after it stopped firing was "possible blade exposed". Instrument was then taken out and replaced.